Manufacturer narrative:
D1 brand name was updated. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a controller error alarm occurred, and the placement signal appeared flat. The alarm resolved after a few minutes but reoccurred within approximately thirty minutes. The clinical support center advised not to replace the automated impella controller at that time, as the alarm could potentially be related to the pump. Throughout the event, flow and motor current remained stable and within expected ranges. A backup controller was positioned in the intensive care unit as a precaution. The following morning, the customer observed the alarm again and chose to replace the controller.